Manufacturer narrative:
(B)(4). The (B)(4) is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the complaint (B)(4) adult dual-heated breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection on the provided photograph revealed that the grommet of the (B)(4) adult dual-heated breathing circuit was incorrectly assembled in the inspiratory elbow. Conclusion: we are unable to determine the cause of the reported event, however the grommet was likely incorrectly assembled during production. All (B)(4) adult dual heated breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the (B)(4) adult dual heated breathing circuit state: ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the grommet of a (B)(4) adult breathing circuit has "fall off". There was no patient involvement.